Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to stiffness (left) revision njr number: (B)(4). Primary asa p2- mild disease not incapacitating. Items not revised: advance primary femoral size 5 right nonporous- (B)(4), lot 1245; advance ii cocr tibia base nonporous sz 5 standard-(B)(4), lot 1245. Items not revised: advance ii cocr tibia base nonporous sz 5+ - (B)(4), lot 1245; advance primary femoral size 5 left nonporous-(B)(4), lot 1245.